Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
A user facility clinical manager (cm) reported that a dialyzer blood leak occurred during the patient¿s hemodialysis (hd) treatment. It is unknown how far into treatment the leak occurred. The blood leak was noted as being an internal blood leak. The leak was visually observed on the dialysate. The machine, a fresenius 2008t machine, alarmed appropriately with a blood leak alarm. Blood leak test strips were used and tested positive for the presence of blood. The patient¿s estimated blood loss (ebl) was approximately 250 ml. There was no patient injury, adverse events, or medical intervention required as a result of this event. The patient was restarted on new machine and treatment completed successfully with new supplies. Additional patient details was requested; however not provided. The complaint device is available to be returned to the manufacturer for evaluation.

Manufacturer narrative:
Device evaluation: the complaint device was returned to the manufacturer for physical evaluation. The returned sample was subjected to a laboratory bubble point test. No leaks were observed, possibly due to coagulated blood in the returned sample. However, after destructive disassembly of the dialyzer, a potted fiber fragment was identified at approximately 350 degrees, near the center of the fiber bundle, with the dialysate ports situated at 0 degrees. The opposing end of the fiber could not be isolated. A loose fiber fragment was observed within the dialyzer housing of the complaint sample. As the fragment was not potted at either end of the dialyzer or connected to the potted fiber fragment there is no indication it is related or contributed to the blood leak complaint event. Vision systems are in place to reject dialyzers with similar fragments, however, a fragment may initially be located inside the bundle and only become visible after dialysate solutions move through the dialysate compartment and flush the fragment out from the interior of the bundle. A fragment such as this would not result in a blood leak or other failure as it is not potted at either end. Further examination of the fiber bundle did not identify any other damage or irregularities. A production records review was performed on the reported lot. An investigation of the device history records (DHR) was conducted by the manufacturer. There was one approved temporary deviation notice (dn) and one non-conformance report (ncr) reported on the lot which were unrelated to the complaint event. There was no indication of product nonacceptance, deviation, non-conformance, rework, labeling or process control failure during the manufacturing process which could be associated with the reported event. The lot met all release criteria. The investigation into the cause of the complaint was able to confirm the reported event.